Event description:
The event is reported as: alleged issue: "after several staples, the stapler blocked. They took another stapler, no other issues." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.